Event description:
The info was provided in an academic conference held in (B)(6) on (B)(6) 2012. A (B)(6) male pt underwent evar in 2011. In 2009, pt was admitted to the hospital due to unidentified fever. An examination confirmed inflammatory abdominal aortic aneurysm (iaaa). Maximum diameter of the aneurysm was 36mm and there were no complications. Since inflammation subsided with steroid taken orally, f/u was conducted as an outpatient. In 2011, CT confirmed aneurysm expansion, and evar was requested; (1820334-2012-00330) although there was no stenosis or calcification in the access route confirmed by computed tomography angiography before procedure, a delivery system of the main body, inserted from left femoral artery, would not advance further than common iliac artery. The dr changed the insertion site to right femoral artery, but result was the same. "Pull-through" technique between the left brachial artery and the left femoral artery was attempted, and the delivery system could advance somehow. However, since the length of the device was not long enough, in spite of measurement before the procedure, the device was placed in a bit distal site than planned. Six days after procedure, since the pt outcome was favorable, he was discharged from the hospital by walk. Two months later, ischemic symptom appeared in the left lower leg, and occlusion of the left iliac leg graft was observed by cta. The physician judged it difficult to conduct pta, then fem-fem bypass was additionally performed. The symptoms recovered.

Manufacturer narrative:
(B)(4). Occlusion is labeled in the IFU. Event eval: still under investigation.